Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed which found that the device was not working at all and it failed the off/osc/on switch mode function check (failed the safety assessment step because the device did not run and when the trigger was pressed, there was no function and no motion). It was further determined that the device had a very strong burning odor. During repair, it was observed that the electronic control unit (ecu) was damaged; the device had low voltage output, damaged wires insulation, and damaged/corroded contacts. It was further determined that the motor had signs of corrosion and the drive shaft was worn. It was observed that the other components were worn, corroded, and had debris on them. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device smelled like fried electronics while in use. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.